Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), infection ("frequent infections"), migraine ("frequent migraine headaches"), nausea ("nausea"), dizziness ("dizziness"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (remove her essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, pelvic discomfort, infection, migraine, nausea, dizziness, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, dizziness, infection, menorrhagia, migraine, nausea, pelvic discomfort and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff subsequently sought treatment for her symptoms incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removed in several pieces') and pelvic pain ('severe pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and endometrial polyp. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), menorrhagia ("heavy menstrual bleeding"), infection ("frequent infections"), migraine ("frequent migraine headaches"), nausea ("nausea"), dizziness ("dizziness"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (bilateral salpingectomy, d and c). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, back pain, pelvic discomfort, menorrhagia, infection, migraine, nausea, dizziness, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, dizziness, infection, menorrhagia, migraine, nausea, pelvic discomfort and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff subsequently sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 9-mar-2021: mr received: event device breakage was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removed in several pieces'), pelvic pain ('severe pain') and menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and endometrial polyp. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), infection ("frequent infections"), migraine ("frequent migraine headaches"), nausea ("nausea"), dizziness ("dizziness"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (bilateral salpingectomy and dilation and curettage). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, menorrhagia, back pain, pelvic discomfort, infection, migraine, nausea, dizziness, abnormal weight gain and alopecia outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, dizziness, infection, menorrhagia, migraine, nausea, pelvic discomfort and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff subsequently sought treatment for her symptoms quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of product technical complaint. D and c marked as a surgery for event: menorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.